Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received multiple pump error alarm during self test. The customer's blood glucose was unknown at the time of incident. The customer was able to clear the alarm and rewind the insulin pump. The insulin pump failed the self test as the issue recurred. Troubleshooting was stopped due to recurrence of the pump error alarms. The customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests; however, hardware low level failures is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at keypad assembly and (variableinfo = 9) due to a software error. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. Software error seems to be a side effect of pump reset caused by ambient sensor test failure during self test (hw error 63). Finally interprocessor communication error (filenumber = 51, linenumber = 1238) is found in the pump history file due to a software error.